Manufacturer narrative:
The device was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test or verify pump error 43 due to pump error 37 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error drive count incorrect for moving and error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm but not able to rewind the insulin pump. The customer was advised that the insulin pump requires replacement and to discontinue use of the pump and to revert to the backup plan. The device will be returned for analysis.